Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) recorded a drop in all impedance measurement post MRI. No adverse patient effects were reported. The device remains in-service. Multiple attempts were made to obtain information regarding additional information unfortunately there was no further information available.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) recorded a drop in all impedance measurement post MRI. No adverse patient effects were reported. The device remains in-service. Multiple attempts were made to obtain information regarding additional information unfortunately there was no further information available.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.